Manufacturer narrative:
(B)(4). One (1) viper universal poly driver [product code: 2797-34-000, lot no: mi29254] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fractured tip was lodged within the additionally returned polyaxial screw. The fracture analysis report noted that the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation.. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was screwing the screw into high quality bone. The tip then broke off into the tip of the screw.